Manufacturer narrative:
The customer biomed reported the device was repaired by replacing the motor control (mc) pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting a 24volt power supply issue due to check vent alarms on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed multiple diagnostic codes which in combination indicate a 35volt failure. The rse recommended replacement of the power management (pm) printed circuit board assembly (pcba) per a pending field change order (fco). The investigation is ongoing.